Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the position sensor was failed. A field service engineer inspected the half height matrix drawer in hardware test application diagnostics, with no issues initially found. The retractor band and all drawer sensors were reseated and secured. After reassembly, the 2.1 position sensor was found to be intermittent and was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer map intermittently failed to display when users attempted to remove medications. A crna reported the issue and was able to demonstrate it. Drawer 2.1 was opened and closed multiple times, then the user switched to drawer 2.2 and subsequently reopened drawer 2.1. On one occurrence, the drawer map did not populate at all. After closing and reopening the drawer again, the drawer map displayed as expected. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.